Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01246. It was reported that following a fall, the patient's leads migrated, and the patient experienced ineffective therapy. Surgical intervention occurred on (B)(6) 2020 to address the issue. During the surgery, a new lead could not be placed and the issue was not resolved. Further surgery may occur to address the issue.